Event description:
It was reported that: "the surgeon reamed to 50. The trial was inserted and was well fitting. Product 542-11-50e was implanted and found to be grossly loose. Product 542-11-54f was implanted and was well fitting without further reaming."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.